Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: d4. The fse evaluated the unit and confirm the failure. The unit was checked and it was found that motor control board and power supply were both defective. Then the both power supply and motor control pc (0671-00-0004) were replaced. The unit was checked again and found iabp was now switching on. Performed all tests of the machine and passed. The equipment on system trainer was observed for more than 2 hrs. Machine was found to be working ok. Equipment was handover to customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) not switching on. There was no patient involvement.